Event description:
The advocate called for help with the customer's contour meters. She alleged that the customer performed comparison blood glucose tests using his 4 contour meters and received readings between 39-308 mg/dl. The difference between the 39 and 308 mg/dl readings falls in the "e" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The advocate did not have test strips with her at the time of the call, so it was not possible to troubleshoot or obtain the reagent info. The advocate was not sure if the customer's control solution was expired, so a new bottle was sent for troubleshooting. No product will be returned at this time.